Manufacturer narrative:
The tech changed the ground location to repair the bed.

Event description:
Info received indicates the bed has a high ground resistance due to a loose ground screw that is stripped.